Manufacturer narrative:
The explanted devices were not returned to bsn as they were kept by medical facility.

Event description:
A report was received that the patient had inadequate stimulation. No device malfunction was suspected. The patient underwent an explant procedure and was reportedly doing well postoperatively.

Manufacturer narrative:
The explanted devices were not returned to bsn as they were kept by medical facility. Device evaluation indicated that the device passed all tests performed.

Event description:
A report was received that the patient had inadequate stimulation. No device malfunction was suspected. The patient underwent an explant procedure and was reportedly doing well postoperatively.